Manufacturer narrative:
The insulin pump was received with no vibration during self-test due to broken vibrator motor wire also, alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. However, the motor passed motor test. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has an issue with the vibrate feature. The customer's blood glucose reading was unknown at the time of incident. No further details given.